Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the iol haptic was damaged immediately following implantation into the eye. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone spheric rao100c batch: 055269892 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch: 055269892. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the event.

Event description:
On 30th september 2025, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone spheric rao100c. The event description provided states that haptic damage was observed immediately following implantation into the eye necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the iol haptic was damaged immediately following implantation into the eye. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone spheric rao100c batch 055269892 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 055269892. The device was returned dehydrated in a blister tray; lens was packed in a separate hydrated pouch. Preliminary inspection of the returned injector showed that movable flaps were closed, and the plunger was pushed in. Provided lens was inspected under x10 magnification, however only a very small piece of it was returned. Following the full injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was torn off on retraction. There were visible traces of ovd residue inside the cartridge chamber. The injector was re-assembled, and 1x rayone aspheric rao600c +21.50 d from rayner's stock was prepared and injected in accordance with the IFU. The injection was successful; no issues occurred during this process.

Event description:
On 30th september 2025, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone spheric rao100c. The event description provided states that haptic damage was observed immediately following implantation into the eye necessitating lens explantation and exchange.